Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The explanted device was reportedly discarded and will not be returned to the company. A review of the device history record noted no rework. This is the final report.

Event description:
The recipient reportedly needed to undergo an MRI. The recipient's device was explanted. The recipient was reimplanted with another cochlear implant on the contralateral side.